Event description:
It was reported that during the surgery the drill tip broke into the patient's bone, there were attempts to remove the broken pieces, however, it was not possible to retrieve the broken parts from the patient's bone. Back-up device was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The reported deviance from the technique was communicated to be the root cause of the broken drill tip and subsequent retained tip in the femur. The retained femoral foreign body/drill bit (tip) is composed of biocompatible 316l stainless steel. No patient impact was reported or concluded; however, it remains unknown if micro-motion is possible. Although 316l ss used in implantable stents and cervical wire is ¿mr safe", caution should be executed to ensure that this particular foreign body is not ¿mr conditional¿, as it was intended as an externally communicating device.